Manufacturer narrative:
Inav system has not yet been returned to manufacturer for assessment at the time of this report. Device has been requested to be returned.

Event description:
During a tumor resection procedure, using medtronic's inav axiem system, surgeon suspected inaccuracy after initial incision and prior to making bone flap. Surgeon proceeded with the case and the patient began experiencing heavy bleeding during removal of tumor. Patient was triaged for low blood pressure and loss of blood. Patient coded and CPR was administered. Upon revival, surgeon proceeded with tumor removal without navigation. Patient survived, but experienced cerebellar hemorrhage post-op.